Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Customer support provided a complete pump reset, guiding the caller through the process, after which the error did not reoccur, and the sensor session was successfully started.